Event description:
The quality assurance laboratory technician reported that during routine testing of the device at the quality assurance laboratory, there was no output voltage on the advanced technology extended (atx) power supply. This issue caused the device to fail to power on. There was no patient involvement.

Manufacturer narrative:
This event is related to medwatch 1828100-2012-01467, 1828100-2012-01449 and 1828100-2012-01048. This issue is confirmed by the quality assurance technician (qa tech). The qa tech found the suspect power supply was getting sufficient power to run but was not operating as intended. The central control monitor will be sent to service to be brought to manufacturer's specification before being returned to the customer. No additional action will be taken at this time.